Event description:
It was reported that the customer experienced a blood glucose (bg) of 560 mg/dl, with large ketones which a healthcare provider identified as dangerous/life threatening. Customer went to the emergency room and was subsequently hospitalized and admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and released from the hospital 14 days later on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the suspected cause of the high bg was due to the insulin had been in the cartridge longer the labeling guidelines suggest. Tandem technical support educated the customer on insulin labeling, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.